Event description:
It was reported that during the carotid aneurysm ophthalmic segment procedure, the microcatheter was positioned in the left m1. The physician began to release the subject flow diverter in the middle cerebral artery (mca) but it was not anchored and progressed to the m2. The subject flow diverter was required to be recaptured three times to achieve the correct anchoring. The subject flow diverter was released but the proximal end did not open correctly. A microcatheter was used to attempt opening of the proximal section of the subject flow diverter. There was a rupture of the internal carotid artery to the cavernous sinus that was occluded with platinum coils from both arterial and venous approach. The patient was evaluated at the outpatient clinic on the 4th day of treatment, in perfect health. Additional information received stated that 10 days post procedure patient presented with severe anterograde memory deficit, the next day right hemi body paresthesia upon awakening, then added motor deficit, aphasia, and about 2 hours later loss of consciousness. CT (computed tomography) revealed subarachnoid hemorrhage, MRI (magnetic resonance imaging) observing ischemia in left mca, arteriography was performed by catheterization, observing occlusion of the anterior temporal artery, thrombus inside the diverter, sub occlusive thrombus in the distal end. Tirofiban was administered, observing complete thrombolysis and normalization of circulatory flow in the left mca territory, persistence of anterior temporal artery occlusion, the following day infarction of the left temporal pole was observed, by dtc severe vasospasm at 48 hrs. Patient died later after 72 hours. Due to the condition presented on day 10, it is likely that patient was not complying correctly with the intake of aspirin 100 mg plus prasugrel 10 mg, given that the condition is compatible with ischemia, 24 hrs. Before the bleeding.

Event description:
It was reported that during the carotid aneurysm ophthalmic segment procedure, the microcatheter was positioned in the left m1. The physician began to release the subject flow diverter in the middle cerebral artery (mca) but it was not anchored and progressed to the m2. The subject flow diverter was required to be recaptured three times to achieve the correct anchoring. The subject flow diverter was released but the proximal end did not open correctly. A microcatheter was used to attempt opening of the proximal section of the subject flow diverter. There was a rupture of the internal carotid artery to the cavernous sinus that was occluded with platinum coils from both arterial and venous approach. The patient was evaluated at the outpatient clinic on the 4th day of treatment, in perfect health. Additional information received stated that 10 days post procedure patient presented with severe anterograde memory deficit, the next day right hemi body paresthesia upon awakening, then added motor deficit, aphasia, and about 2 hours later loss of consciousness. CT (computed tomography) revealed subarachnoid hemorrhage, MRI (magnetic resonance imaging) observing ischemia in left mca, arteriography was performed by catheterization, observing occlusion of the anterior temporal artery, thrombus inside the diverter, sub occlusive thrombus in the distal end. Tirofiban was administered, observing complete thrombolysis and normalization of circulatory flow in the left mca territory, persistence of anterior temporal artery occlusion, the following day infarction of the left temporal pole was observed, by dtc severe vasospasm at 48 hrs. Patient died later after 72 hours. Due to the condition presented on day 10, it is likely that patient was not complying correctly with the intake of aspirin 100 mg plus prasugrel 10 mg, given that the condition is compatible with ischemia, 24 hrs. Before the bleeding. Additional information was received on 07 aug 2024 confirmed that the vessel was ruptured by the microcatheter

Manufacturer narrative:
B1 adverse event/product problem: corrected no adverse event. B2 outcomes attributed to ae - corrected no other serious (important medical events), required intervention to prevent permanent impairment/damage (devices). Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Access was through femoral. There was no resistance encountered during navigation of the flow diverter device to the target lesion and no resistance encountered during the flow diverter deployment. A balloon was not used to fully open the flow diverter. The flow diverter was recaptured/resheathed back during the procedure 3 times. The size of the flow diverter was appropriate for treatment site. The proximal end did not open, so it was necessary to give tension to the microcatheter in order to perform the opening when entering the diverter. The distal portion was positioned to the wall. The procedure was completed successfully upon completion of opening the proximal sector of the device, there was a rupture of the carotid artery to the cavernous sinus, which was treated with arterial and venous coils. The vessel was ruptured by the microcatheter. The patient was under dual anti platelet therapy before and after the procedure. Extra information provided by the physician: the patient on the 10th day after treatment presented severe anterograde memory deficit, the next day right hemibody paresthesia upon awakening, then added motor deficit, aphasia, and about 2 hours later loss of consciousness, she was admitted, computed tomography (CT) was performed observing subarachnoid hemorrhage, MRI (magnetic resonance impaging) observing ischemia in left mca (middle cerebral artery), arteriography was performed by catheterization, observing occlusion of the anterior temporal artery, thrombus inside the diverter, sub-occlusive thrombus in the distal end, tirofiban was administered, observing complete thrombolysis and normalization of circulatory flow in the left mca territory, persistence of anterior temporal artery occlusion, the following day infarction of the left temporal pole was observed, by dtc severe vasospasm at 48 hours, and obitus at 72 hours. The patient was evaluated at the outpatient clinic on the 4th day of treatment, in perfect health. Due to the condition presented on day 10, it is likely that she was not complying correctly with the intake of aspirin 100 mg plus prasugrel 10 mg, given that the condition is compatible with ischemia, 24 hours before the bleeding. Clinical case update and death information: the patient was readmitted for ischemic stroke plus sub arachnoid hemorrhage on day 11 of treatment. In my opinion she did not take the prasugrel (antiplatelet) correctly, the stent and the silviana thrombosed, sub arachnoid hemorrhage, when we went in, we did tirofiban opening the middle cerebral artery, and then we did proximal thrombectomy, she was fine, but the patient died later after 72 hours. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of stent failed/unable to open.